Event description:
It was reported that a critical alarm was heard and telemetry confirmed a low battery reset. The pump went into safe state. There was no therapy or medical problem reported and the pump was replaced. The reporter stated the patient was going to have a replacement in 6-9 months anyway, so this was considered a normal pump replacement. The patient was doing 'fine' after the replacement and therapy was resumed. The device system was used to deliver prialt.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).